Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "broke during the procedure, had to use a 10mm to retrieve 5mm bag." Patient status - "recovered + discharged same day."

Manufacturer narrative:
Investigation summary: the event unit was returned with a broken cord loop. Engineering tested the cord loop and it passed the functional strength requirements. The root cause of the cord loop breaking may have been caused by the cord interacting with the shaft. Interaction between the cord loop and shaft can cause the cord loop to weaken resulting in breakage. Applied medical continuously seeks to improve the form, function, and ease of use of our products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for the cord loop breakage to occur. This document represents our final report.